Event description:
It was reported that, " because of [rhbmp-2/acs], I have suffered bone overgrowth around spinal nerves causing chronic radiculopathy. I also have an atypical inflammatory reaction. I also have the need for revision surgery due to [rhbmp-2/acs] use which will require a risky removal of ectopic bone around spinal nerves. I had plif l4-s1."

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.